Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that error e116 occurred because the ccu malfunctioned.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that e116 occurred intermittently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, otv error e116 occurred and restarted automatically. There was no report of patient injury associated with the event.